Manufacturer narrative:
Concomitant medical products: product ID addr03 ipg implanted: (B)(6) 2017.

Event description:
It was reported that one day post implant of the device, there was a lead warning for high/undefined impedance and oversensing of far field r wave on the right atrial (ra) lead. When the atrial capture was lost, there was ventricular spikes with no ventricular capture. The loss of ventricular was seen when atrial pacing was done due to pacing output voltage set high. There was also high impedance and high thresholds on the ventricular lead. The initial suspicion is that a setscrew or pin position (not all the way in) likely issue. The device was explanted and replaced. The leads remain in use. No patient complications have been reported as a result of this event.